Manufacturer narrative:
Corrosion of the motor pins was identified as the probable cause of the failure.

Event description:
The core micro drill was sent in for eval due to overheating. There was no pt involvement; no adverse event was associated with the device.